Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported white lines through the middle of the image. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis shows that the system detected a stepping error with the copper pre-filter of the collimator. This could result in an image artifact for subtracted images (digital subtraction angiography). Upon investigation the siemens service engineer replaced the pre-filter unit of the collimator and the system recovered. The evaluation of the delivered component showed that one of the three blades was sticking and could barely move. Therefore, a hardware issue with the collimator pre-filter unit could be determined as the relevant root cause. The defective pre-filter unit has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.